Event description:
The customer received questionable calcium gen.2 results for three patient samples from the cobas c501 analyzer serial number (B)(4). The samples were repeated on a cobas 6000 analyzer. Patient 1 initial result was 13.1 mg/dl and the repeat result was 10.6 mg/dl. Patient 2 ((B)(6) female) initial result was 13.5 mg/dl and the repeat result was 10.1 mg/dl. Patient 3 ((B)(6) male) initial result was 12.8 mg/dl and the repeat result was 9.2 mg/dl. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. The tech recalibrated the reagent and qc recovered half of what it should be. The tech then loaded a new reagent cassette, calibrated and qc was still recovering half of what it should be. The tech loaded a new reagent cassette and prepared new calibrator material and tested it twice on the original reagent cassette and twice on the new reagent cassette. She stated the calibration results looked like they had "flip flopped" and they failed with alarms. The tech loaded a third reagent cassette of the same lot number but from a different shipment, prepared new calibrator material and recalibrated the assay. The calibration was successful and qc recovered within specification. The field service representative suspected there was a bad reagent due to shipping. He tried the same lot of reagent, but with a different shipping date and all worked well. The customer calibrated, ran qc ran precision.

Manufacturer narrative:
A specific root cause could not be identified. An issue with the reagent due to shipping as was suspected by the field service representative was most likely. Based on the provided data, no analyzer or general maintenance issue could be found.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.